Event description:
The event is reported as: the endotracheal tube was tested and confirmed for patency. The nurse alleges that during an attempt to intubate she could not get a good seal and upon extubation the nurse alleges that the cuff had torn. The tube was replaced with the same lot number and the same incident allegedly occurred. No report of pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.